Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that unspecific number of bd nano¿ 2nd gen pen needles was unable to prime. The following information was provided by the initial reporter: consumer reported finding the pen needles to clog during the flow check. About 1 out of 4 per day. Caller always places on pen streight. Consumer reported the patient end sometime they are bent before use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecific number of bd nano¿ 2nd gen pen needles was unable to prime. The following information was provided by the initial reporter: consumer reported finding the pen needles to clog during the flow check. About 1 out of 4 per day. Caller always places on pen streight. Consumer reported the patient end sometime they are bent before use